Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, when the atrial lead was connected to the measurement cable, significant noise was detected. After checking the cable and peripheral instruments, the noise persisted on the lead without any change. Therefore, the lead was removed, and a new lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.